Event description:
Per report from user facility administrator:patient discovered by nursing aide at 0010 monday. Patient lying with feet out of bed, buttock on floor, head was between bottom of side rail and mattress. Patient facing up.patient strangled on underside of bed rail.